Event description:
(B)(4). Event occurred in the united states. It was reported that on (B)(6) 2019, the patient's blood glucose level was unresponsive to the pump insulin delivery. Furthermore, it was mentioned that his blood glucose level had been a bit harder to control and he also had a surgery recently. The patient experienced high blood glucose level, which he tried to treat by delivering boluses through pump and manual injections. On the same day, the patient was subsequently admitted to the hospital and highest blood glucose level reported was more than 600 mg/dl. The patient received lantus and shots as corrective treatment, which resolved the issue. The infusion set was used for one day and there was no permanent damage to the patient. At the time of this report, he was still in the hospital. After troubleshooting, it was found that the cannula was bent and was the cause of high blood glucose level. The patient was advised to put on all new supplies since the current ones were a week old. The patient did not notice any damage when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.